Manufacturer narrative:
Subject device is an instrument and is not implanted. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded. No conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a matrix construct at t10-t12 on an unknown date and collapsed down. Patient was returned to the operating room to have the construct extended to l3. During removal of the locking caps, the t-handle of the stardrive screwdriver was spinning on the shaft and he changed to the green ratchet handle to remove the locking caps. Surgeon used the matrix threaded persuaders, the hex drive adapter and the matrix simple persuader to attempt reduction. Surgeon removed all locking caps, placed a reduction head and tightened the screws around it and reduced from there. About 30 mins to 1 hr was added to the procedure time. This report is #5 of 5 for the same event.